Event description:
It was reported that the physician's handheld was not charging. It was reported that the handheld power light was illuminated orange and would not turn green despite having been charged overnight. The physician was provided a new programming computer and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned handheld device and software flashcard was completed. No anomalies associated with the main battery were identified during the analysis. It was identified that the battery latch was in the unlocked position. As a result, the handheld would not power on. Once the battery latch was moved to the locked position, the handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.